Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 28 mm xience v stent was implanted; however, a dissection occurred. The 2.75 x 38 mm xience prime stent was implanted for treatment; however, this stent further caused a dissection; therefore, a non-abbott stent was used to successfully treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.75 x 28 mm xience v referenced is being filed under a separate medwatch report.